Manufacturer narrative:
Updated data: b5, b6 imaging review: echocardiogram images were not provided for review. Therefore, feedback on the reported impingement of the anterior mitral valve leaflet could not be provided without any imaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Approximately 1 year and 10 months following the implant of the transcatheter aortic valve, left ventricular hypertrophy was present with global function mildly impaired. The left ventricular ejection fraction measured 65%. The aortic assessment noted regurgitation was absent and leaflets and leaflet motions were normal.

Manufacturer narrative:
Image review: transthoracic echocardiogram (tte) tte imaging was provided from (B)(6) 2022. There was no impingement of the anterior mitral valve leaflet by the transcatheter aortic valve (tav) noted. Mitral annular calcification extended onto the posterior mitral valve leaflet with limited mobility. Prolapse of the posterior mitral valve leaflet was noted. The mitral valve leaflets appeared thickened. Moderate mitral regurgitation (mr) identified. Mild tricuspid regurgitation (tr) was noted with two jets seen in short-axis view. An eccentric tr jet observed in a 4-chamber view. The ejection fraction measured approximately 50-55%. Tte imaging from (B)(6) 2022 noted no impingement of the anterior mitral valve leaflet by the tav. Mitral annular calcification extended onto the posterior mitral valve leaflet which cause limited mobility. Thickened mitral valve leaflets noted. Prolapse of the posterior mitral valve leaflet noted. Mild pulmonic insufficiency and moderate mr were noted. Mild tr and an eccentric jet. The ejection fraction measured approximately 55-60%. Tte imaging from (B)(6) 2023 noted no impingement of the anterior mitral valve leaflet by the tav noted. Mild pulmonic insufficiency was observed. Mitral annular calcification extended onto posterior mitral valve leaflet which caused limited mobility. Thickened mitral valve leaflets and prolapse of the posterior mitral valve leaflet were identified. Moderate to severe mr. Mild to moderate tr with two jets seen. The ejection fraction measured approximately 50%. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that indicated initially had been referred to the cardiologist for mitral valve evaluation for moderate mitral regurgitation (mr). At that time, the patient was identified to have native aortic stenosis. As result, the aortic transcatheter bioprosthetic valve was implanted approximately 1 month after the aortic stenosis was evaluated. Following the transcatheter aortic valve implant the patient had no symptoms. Approximately one year, two weeks following the implant of this transcatheter bioprosthetic valve, at the one-year post-operative follow-up appointment an echocardiogram was performed and showed good function of the bioprosthetic valve. However, approximately 1 months later a transesophageal echocardiogram (tee) then confirmed the mr progressed to severe. Mitral annular dysfunction with mildly reduced left ventricular function also was noted. Approximately 7 months later, the patient was still asymptomatic, but was seen by the mitral valve surgeon. It was decided the patient was better suited for surgery and was recommended for port access mitral valve replacement pending results from a computed tomography angiogram scan of the chest, abdomen, and pelvis given the patient's history of prior radiation treatment. Approximately 1 year and 10 months following the valve implant the patient was admitted due to severe mr. During the admission medication was administered and diagnostic tests were performed. A coronary arteriography was performed and showed stenosis of both the left main coronary artery: left anterior descending and right coronary artery. Two weeks later, an echocardiogram was performed and showed the severe mr remained. As result, the mitral valve was replaced. The mitral regurgitation was reported to be caused by bi-leaflet prolapse, carpentier type ii, with excessive leaflet motion. Additionally, a surgeon felt the etiology of the mr was annular dilatation with some impingement of the anterior leaflet by the transcatheter aortic valve. The event was reported as resolved and the patient was discharged 4 days following the mitral valve replacement.